Event description:
It was reported via phone call that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to breathing issues. The cause of death was pneumonia and diabetes. The customer¿s blood glucose was 250mg/dl at the time of death. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The insulin pump had been disconnected 1 day prior to passing. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 3.18e. Unit received with a depleted energizer alkaline battery installed. Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08745 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Unit communicated properly with the guardian link 3 and the test plug. Unit was able to enter into auto mode properly. No auto mode anomaly or calibration anomaly noted. Unit had minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. Data analysis: (date of customer passing: (B)(6) 2019. ) (B)(6) 2019 daily total of all insulin delivered = 12.75 (B)(6) 2019 daily total of all insulin delivered = 7.425 (B)(6) 2019 12:49:58.000 usertimedatechange eventtype = 3 sourceid = pump (ngp is in open loop state) historyrecordlength = 19 oldsystemtime = (B)(6) 2019 12:49:58.000 newsystemtime = (B)(6) 2019 11:17:59.000 (B)(6) 2019 to 01/13/2019 daily total of all insulin delivered = 0. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."